Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source's lamp does not light. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device inspection and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was inspected by the field service engineer (fse). During inspection, olympus confirmed the reported event, the lamp did not light. The fse and the customer replaced the bulb, and the issue was resolved, also scheduled a session in service to make sure all necessary personnel are trained with bulb replacement in the future. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the lamp did not light due to faulty bulb. Olympus will continue to monitor field performance for this device.